Event description:
During successful stenting of an unk cardiac lesion, the balloon was found to have a pinhole-type leakage post stent deployment. It is unk if additional intervention was needed after the pinhole leak occurred. There was no pt injury and no additional info has been provided. The initial report received from the affiliate indicated that the problem was a failure to cross. Upon receipt of the product in 2008, it was noted that the stent was no longer on the product, and the balloon contained a pin-hole. No additional info has been forthcoming from the reporting affiliate despite multiple requests for pt and procedural info. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.